Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was identified that the image was cloudy. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Incident description: the initial investigation shows no non-conformities. The scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics.